Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 1 month. The pump was not explanted and thus was not available for evaluation. A correlation between the device and the reported intracerebral bleeding could not be determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to intracerebral bleeding. Hospital personnel indicated that the patient had not fallen and that the intracerebral bleeding was unexpected. The device was reportedly working as intended. No further information was provided.